Manufacturer narrative:
(B)(4). The customer returned one single lumen arterial catheter for evaluation. The catheter body was damaged and showed evidence of use in the form of dried blood. Visual examination of the catheter revealed multiple kinks/damage at the top of the catheter body close to the juncture hub. The kinks/damage are consistent with the result of pulling or twisting of the catheter during use. When the catheter body was manually straightened out, cracks in catheter were material were observed where the catheter had folded over. Microscopic examination confirmed the cracks in the catheter body. The catheter tip was undamaged. A 0.025" guide wire was able to be passed through the catheter from distal tip to hub with minimal restriction. A device history record (DHR) review was performed on the catheter and no relevant findings were identified. The instructions-for-use (IFU) provided with this product describes several techniques to minimize damage to the catheter. It cautions that care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Other remarks: the reported complaint for a damaged catheter was confirmed through inspection of the returned complaint. The catheter body was kinked and deformed adjacent to the juncture hub. The kink/deformation was consistent with a pulling or twisting force being applied to the catheter. The returned sample met all relevant dimensional requirements and a DHR review did not reveal any manufacturing related issues. Based on the evidence of use observed on the catheter and the condition of the returned sample, the probable cause is operational context which resulted or contributed to the defect.

Event description:
The customer alleges that where the line connects to the hub it was fractured which led to the catheter profusely leaking and ultimately needed to be removed. No patient injury or consequences.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that where the line connects to the hub it was fractured which led to the catheter profusely leaking and ultimately needed to be removed. No patient injury or consequences.